Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black fluid on the distal end c-cover, corrosion inside the control body. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the event black fluid leaking out the tip, black fluid on the distal end c-cover was not established. Moreover, the most probable cause of the malfunction corrosion inside the control body was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
Black fluid leaking out the tip it was reported the gastrointestinal videoscope had black fluid leaking out of the tip. This malfunction occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.